Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's display was blank.. The device's lcd screen and back light cable were replaced to address the issue.